Manufacturer narrative:
The exact age of the patient is unknown however, over 18 years old. The complainant indicated that the device will not be returned for evaluation as it has been disposed of; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that an endovive safety peg kit pull method was used during a percutaneous endoscopic gastrostomy procedure performed on (B)(6) 2010. According to the complainant, during the procedure, the loop of snare could not be extended. The physician removed the snare from the scope and tested it outside the patient with the same results. The procedure was completed with a new snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.